Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device started up and ran with no issues. The upstream occlusion (uso) sensor was set to "on" (should be set to "off"). It is normal for the pump to give an acoustic alarm after changing the cassette. The cause was related to a user issue, and no further action will be taken.

Event description:
It was reported that the device had an upstream alarm. After a cassette change, the pump sporadically gave an acoustic alarm as well. There was patient involvement, but no patient harm/adverse event reported.